Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The datalogs and the returned pump was visually inspected and biomaterial was observed in the outflow. The leaking purge cassettes were not returned for review. The high purge pressure alarm was reproduced. A kink was observed in the catheter. The catheter was trimmed and no kink in the purge line was observed. The catheter was then cut and purge was confirmed to exit the catheter purge line with a low purge pressure alarm resulting. The cause of the high purge pressure was biomaterial. The instructions for use includes troubleshooting for high purge pressure alarms. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 69yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 4 of the 5.5 support there was high purge pressure alarms that was troubleshot by the use of tissue plasminogen activator (tpa). The purge pressure and purge flows alarmed the following day as well and so they troubleshot with purge cassette (pc) replacement, as the pc was seen to be leaking. The new cassette was placed and support proceeded till wean and explant. There was no patient harm reported.